Manufacturer narrative:
An investigation of the returned product was completed by the failure analysis lab on 8/15/2019. Device evaluation summary: according to the information reported the patient experienced a rupture of the breast implant and capsular contracture. There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture of the device, it was found ruptured. No other anomalies were noted. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. All mentor product is 100% inspected prior to release. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture concomitant medical products: 650cc mentor memorygel breast implant, catalog #3506504bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 650cc mentor memorygel breast implant experienced right sided baker¿s grade IV capsular contracture and rupture post procedure. The patient noted a difference in the shape of her implant, the capsular contracture was diagnosed by a physician, and the rupture was discovered during replacement surgery. The right prosthesis was replaced with a 650cc mentor memorygel breast implant.